Manufacturer narrative:
Sample has been returned to MFR. Investigation is incomplete at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: during hernia repair surgery, the stapler misfired. No pt injury reported.